Event description:
Carpuject's tamper detection package requires twisting off the tip between thumb/forefinger - this is extremely painful for those with joint disease of the thumb - they have had many complaints from nursing about this issue.